Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the screw driver broke during a procedure.

Event description:
It was reported that the screw driver broke during a procedure.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: break. Probable root cause: design - improper packaging design - product design insufficient to withstand transport process - product manufactured out of specification -improper assembly application - rough handling during shipping. The device manufacture date is not known.